Event description:
It was reported that the screen of a patient¿s liberty select cycler was distorted during setup of their peritoneal dialysis (pd) treatment. The screen had lines across it, was flickering, and dim even though the brightness was set to 10. The power cord was properly connected in both ends and the cycler was plugged in. It was also reported that the cassette door was very difficult to close. At that point in time, the technical support representative advised the patient to discontinue use of the cycler. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Additional information requested but has not been provided. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained dim. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. Valve actuation test, system air leak test, and safety clamp check passed. Force gauge check failed. Upper catch post grinding on door latch making it difficult to shut pump door. Adjusted catch post. Force gauge passed. Pre-accelerated stress test (ast) 15mins 1000ml simulated treatment was performed without any failures or problems. The device history record did reveal issues or problems related to the reported symptom code(s). Front panel display replaced on 03/03/2023. The cycler was refurbished following the evaluation.